Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that while the machine was being used on a patient the ventilation unit restated with a device failure 3 and the user hasn't any accessibility to change ventilation settings. No patient consequences reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The reported behavior could be confirmed by the analysis of the logfile. The log entries showed that pba m16.2 therapy control unit detected an implausible tank pressure. As specified the ventilation unit performed a warmstart to reset the micro processing system to a specified state. During a warmstart which lasts for about 8 seconds, the safety valve opens to ambient allowing for spontaneous breathing. Changing the parameters is not possible during this time. The descriped alarm message «device failure(3)» was caused by an impaired internal communication while the system was restarting. As per logfile the ventilation continued after successful warmstart of the ventilation unit. The provided pba m16.2 passed a hardware test in luebeck. As a precautionary measure it was recommended to check the device according to factory specification before returning it into use. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.